Event description:
Per the patient's request to facilitate the use of a baseball cap, and despite his physician's recommendation not to, the implant was implanted lower than the typical placement. The patient had a post-operative wound dehiscence that was treated and has healed up. The physician observed that the implant was loose and the implant was removed. The patient has received counsel from the physician that revision surgery would require placement of the implant in a conventional posterosuperior location more suitable for osseointegration.

Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the IFU. There are no indications that the occurred is a result of manufacturing or component failure.